Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, the laser console alerted error 1318 - error water cooling flow. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by bsc field service. The reported healthcare facility is: (B)(6). (B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.